Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information on 02-feb-2026: the mtm¿s did not move at all when surgeon gave commands from console. The first issue that occurred first was that the customer was unable to take control of the arms. The probable root cause was unintended use error with the mtm becoming disabled and therefore a communication issue. Section(s) a2. And a3a. Were updated.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia with parastomal hernia repair surgical procedure, user informed the technical support engineer (tse) that they were unable to take control of the arms. The tse reviewed the system logs and confirmed the occurrence of error 17 on both right master tool manipulator (mtmr) and left master tool manipulator (mtml). The user had disabled both mtms. The tse instructed the user to shut down and perform a hard restart of the surgeon side console (ssc). This action resolved the issue. The procedure was completed with no known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the issue. Fse was onsite for another issue and completed a successful test drive and system verification with no issues noted. Although the complaint was not confirmed based on field evaluation, the reported error issue indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 17 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by shutting down the system and performing a hard power cycle. Fse also performed a test drive on site with no further issues noted. The fse's service visit did not reveal any issues related to the customer reported event.